Manufacturer narrative:
Internal complaint reference case- (B)(4). Article: sundaraj, k., salmon, l. J., heath, e. L., winalski, c. S., colak, c., vasanji, a., & pinczewski, l. A. (2020). Bioabsorbable versus titanium screws in anterior cruciate ligament reconstruction using hamstring autograft: a prospective, randomized controlled trial with 13-year follow-up. The american journal of sports medicine, 48(6), 1316-1326.

Event description:
It was reported that on literature review "bioabsorbable versus titanium screws in anterior cruciate ligament reconstruction using hamstring autograft", 1 patients had a graft rupture after an acl reconstruction procedure using rci titanium screws. All ganglia were small and no surgical intervention was required. No further information is available.

Manufacturer narrative:
D1: brand name.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical review states the root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images are required. No further medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: correction in g4 (510k).